Event description:
It was reported that this pacemaker was suspected to be exhibiting oversensing. Technical services (ts) was consulted and confirmed farfield oversensing on the atrial channel but not sensed by the device. The device remains in service. No adverse patient effects were reported. Additional information obtained, noise signals are present, programming of sensing floor was performed.

Event description:
It was reported that this pacemaker was suspected to be exhibiting oversensing. Technical services (ts) was consulted and confirmed farfield oversensing on the atrial channel but not sensed by the device. The device remains in service. No adverse patient effects were reported.